Event description:
The customer stated that the check water trap error message never goes away on the ag-920pa multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2. They have tried new water traps and issue still exists. MFR ref # 8030229-2014-00095.

Manufacturer narrative:
The complaint was confirmed and the gas sensing unit was changed to fix this issue. Device repaired and returned to customer.